Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched case and minor scratched lcd window.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was unknown. Customer reported that the reservoir compartment is broken and the o-ring has popped out and it smells like insulin. Customer stated that the insulin pump has cosmetic damage. The insulin pump will be returned for analysis.